Event description:
It was reported that the lead exhibited high capture thresholds of 3.75 v.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded through to the coil at 41.5 cm from the connector pin, due to friction with another device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.